Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred after the customer had loaded a cartridge onto the pump. The customers blood glucose level was 70 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and was able to clear the alarm and resume insulin therapy.